Manufacturer narrative:
H.6. Investigation summary: a re-sealed shelf carton was received, containing approximately 50 safety-lok 10ml packages, confirmed to be from batch #4294859 (p/n 305559). One package was received opened. The label on the shelf carton stated expiration date ¿2019-10,¿ indicating that the product had expired by the time of this evaluation. There was no expiration date printed on individual product packaging. No packaging defects were observed. Batch #4294859 was manufactured in 2014 ¿ prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. The reported defect was not identified in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
Material no: 305559, batch no: 4294859. It was reported that before use of the syringe safetylok 10ml ll the expiration date is listed on the shelf pack but not on the individual product blister packs. The shelf pack has the expiration date of the syringes listed, but there is no expiration date on the individual packages. This can lead to use of expired product once the syringes are removed from the shelf pack.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305559 batch no: 4294859. It was reported that before use of the syringe safetylok 10ml ll the expiration date is listed on the shelf pack but not on the individual product blister packs. The shelf pack has the expiration date of the syringes listed, but there is no expiration date on the individual packages. This can lead to use of expired product once the syringes are removed from the shelf pack.